Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the plan glass at the distal end is damaged. The identified fault pattern is most likely attributable to the use of excessive force by the customer. A manufacturing and quality control review was performed for the affected lot number without showing any non-conformities or deviations regarding the described issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope "trueview ii", 4 mm had the lens broken. No harm was reported. There was no patient injury or adverse event reported to olympus.